Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was used during a bladder tract surgery. According to the complainant, the patient lost some blood during the procedure and was hospitalized over night. It was reported that the patient's left leg was pulled back far enough to injure the tendon in the inner thigh. The patient was discharged the day after the procedure with crutches but did not require a blood transfusion. Immediately post procedure, the patient experienced pain in the inner thighs which is ongoing and has not resolved. The patient is also experiencing dyspareunia and retention (exact date of onset unknown). There is no medical intervention planned, however, the patient is still in pain.